Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device remains in service as this time and a replacement procedure has been scheduled for next month. No adverse patient effects were reported.

Manufacturer narrative:
This corrected supplemental report is being submitted to correct the device serial number. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device remains in service as this time and a replacement procedure has been scheduled for next month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.